Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated non-conformance to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed two similar complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep that during a shoulder procedure the tip of the customer's healix advance knotless br 5.5 mm broke when inserting the device. The sales rep stated that the surgeon removed all the broken pieces from the patient with no issues. The sales rep reported that the surgeon completed the procedure with another like device using the same bone hole with no patient consequences or delays. The sales rep stated that the patient's bone quality was hard bone. The sales rep was not present for the case therefore could not provide any further information. The sales rep stated that the device was discarded.